Event description:
It was reported that two days after the implant procedure, the patient was hospitalized with acute chronic systolic heart failure, and symptoms of cough, weakness, and orthopnea. An x-ray revealed a small pleural effusion and a trace pericardial effusion. The patient was treated with IV lasix and an increase in oral coreg. The source of the pericardial effusion and pleural effusion were not specified on the study case report. The adverse event advisory committee determined that this adverse event was related to the implant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52, lead, implanted: (B)(6) 2013; 6935m62, lead, implanted: (B)(6) 2013. (B)(4).